Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter fell out due to water leakage on the fourth day of use.

Manufacturer narrative:
Per follow up information received, it has been determined that this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter fell out due to water leakage on the 4th day of use. Per follow up via ibc on 04aug2021, it was not water leakage but it was urine leakage.